Manufacturer narrative:
No service was requested by the hospital facility and no parts were replaced on the ventilator system. Technical error indicating disabled valves was found in logs during preventive maintenance (pm) . The device passed pre-use check and passed all performance and safety tests according to factory specifications. The provided logs confirmed the reported technical error code at then event date. No parts were replaced, therefore the root cause for the reported issue could not be determined.

Event description:
It was reported, that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer ref. #:(B)(4).